Event description:
During an endoscopic retrograde cholangiopancreatography (ercp), the physician used a cook endoscopy tracer metro direct wire guide. The wire guide was used with a cook endoscopy lehman manometry catheter. (Note: this catheter accepts 0.018" wire guides and therefore is not compatible with the metii-21-480 because this wire guide is 0.021" in diameter.) Resistance was encountered when trying to advance the manometry catheter over the wire guide. The manometry catheter was removed and another accessory device (compatible with this wire guide) was advanced over the wire guide. At this time, the user noted the coating of the wire guide tip separated near the distal but did not detach from the wire guide. Another wire guide was used to continue the procedure. Nothing had to be retrieved from the pt. No additional medical procedures were required due to this occurrence. The pt did not experience any adverse effects due to this observation.

Manufacturer narrative:
Additiona lot number in w2434179. The expiration date is 09/13/2010. The device manufacture date is 09/13/2007. Evaluation: we were unable to confirm the report as it was described because the affected product was not returned to cook endoscopy for eval. The possible lot numbers of the affected device were used to review the device history records. After a review of the device history records for the possible lots, we can advise that no discrepancies or anomalies were noted. We were unable to conduct a sample test from these lots because all devices had been previously distributed. A review of the twelve month complaint history for this product family was conducted. Based on this review, the likelihood of this type of occurrence is rare. Conclusion: we were unable to conduct a full investigation because the device was not returned for eval. However, we can provide the following comments. Info provided indicated this wire guide was used with a lehman manometry catheter, which is not compatible with this wire guide. The wire guide lumen of the manometry catheter used during the procedure accepts a maximum wire guide diameter of 0.018". This wire guide is 0.021" in diameter. Use of this wire guide with an incompatible accessory is the most likely contributor to the reported coating separation near the distal end. The instructions for use for the tracer metro direct wire guide describe the appropriate flushing techniques. These include the following: flush the wire guide holder prior to removal of the wire guide and flush the accessory channel of the endoscope and/or wire guide lumen of the accessory device prior to inserting wire guide. The instructions for use instruct the user that the wire guide should be kept wet for best results. If these flushing techniques are not followed or inadequate flushing occurs, this can contribute to wire guide coating damage. Resistance in transversing a difficult stricture could have contributed to this observation. If the wire guide receives pressure due to resistance, this can contribute to wire guide coating damage. If additional pressure is applied to the wire guide and/or accessory device(s) while moving the wire guide inside the accessory device(s), the integrity of the coating may become compromised. Prior to distribution, all tracer metro direct wire guides are subjected to a visual inspection. A review of the device history record for the possible lot numbers confirmed that these lots met manufacturing requirements prior to shipment. Corrective action: a corrective action has been initiated in an effort to reduce occurrences of wire guide coating separation near the distal end. This product was manufactured prior to implementation of this corrective action. The complaint risk priority number (crpn) for this type of occurrence has been calculated based on the rate of occurrence and severity of the outcome. Based on this activity, no further action is warranted at this time. No further corrective action warranted at this time because the info provided indicated the product was used in contradiction with the instructions for use (the wire guide is not compatible with the manometry catheter used). The likelihood of this type of occurrence is rare. Customer quality assurance will continue to monitor for complaint trends.